Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was an unknown number of peritoneal dialysis (pd) patients that experienced peritonitis. The cause, treatment, hospitalization, patient outcomes and action taken with pd therapy were not reported.  No additional information is available.